Event description:
The customer states the lancet stuck in her finger, did not retract, and that she physically removed it from her finger. No medical or surgical intervention was required. Replacement was sent.